Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory notification for non-sustained lead noise. Review of the stored egms showed true lead noise. X-rays, isometrics and deep breathing were recommended to evaluate the lead. No issues were observed with deep breathing. Lead remains implanted. Patient will be monitored.